Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose value was unknown. Customer stated they changed battery and got alarm twice. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated alarm occurred shortly after inserting a new battery. Customer advised the pump will need to be replaced and advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing.